Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead had perforated the heart wall. The patient underwent a surgical intervention to remove the lead and implant a new product, intravenous antibiotics were also used. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had perforated the heart wall. The patient underwent a surgical intervention to remove the lead and implant a new product, intravenous antibiotics were also used. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The conclusion code was selected based on the field report of perforation which is a known risk associated with medical procedures involving cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.